Event description:
I was unable to find the link to update my report but since then I have been diagnosed with ra. Lupus antibody?.... This disease does not run in my family! I have now had a hysterectomy to remove the essure coils. (B)(4).